Event description:
Customer reported comparing a lab test wtih a freestyle test. The lab result was 173 mg/dl and the freestyle result was 134 mg/dl. The reported freestyle and lab comparison results differ by more than 20% and indicate a clinically significant inaccuracy and therefore, meets the MFR's definition of a malfunction.